Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. The subject device was inspected at olympus india and it was found followings; -the all leds on the front panel was lit due to the zz printed circuit board failure. -the dvi output of the subject device was not worked (no image in dvi o/p) due to the dp board failure. -the error e105 which indicate that the subject device is damaged could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomena were not identified. However omsc received the information from the report of olympus india and following findings; -the error e105 could not be duplicated. -the phenomena which were the all leds on the front panel was lit and dvi output of the subject device was not worked could be duplicated. -the technical guide was confirmed that the error e105 is an error code that comes out when the light failure of white led (w-led) is detected. -regarding a phenomenon in which an error code e105 is displayed when an attempt is made to turn on a lamp in a cv-170 (the subject device model), it was confirmed on (B)(6) 2014 that a machining method of a fasten terminal was improved, and furthermore, a design change of a fasten terminal was made on (B)(6) 2014, but the subject device can be judged from a serial number that this error countermeasure has already been implemented. Based on the above facts, the reported phenomena were described as follows. [The error e105 was displayed] since the phenomenon could not be duplicated and the inspection result could not confirm the abnormality of the white led, omsc presumed that the lighting failure of the white led temporarily occurred. [Led on the front panel of the subject device was continuously on] it was probable that the reported phenomenon occurred due to the failure of the front panel printed circuit board (zz board). Since there was no sending of the subject device to omsc, the cause of failure of the zz board could not be identified. [Dvi output of the subject device was not worked (no image in dvi o/p)] it was probable that the reported phenomenon occurred due to the failure of the dp board. Since there was no sending of the subject device to omsc, the cause of failure of the dp board could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the technician at the user facility, that it was found the errors, ¿lamp error¿ and e105 which indicate that the subject device is damaged were displayed on the monitor and led on the front panel of the subject device was continuously on and dvi output of the subject device was not worked (no image in dvi o/p) but sdi port of the subject device was worked, at the unspecified timing. After a while, the field service engineer of olympus india also confirmed all malfunctions which reported from the user. There was no patient injury associated with this report.